Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 242 mg/dl, and despite not feeling any symptoms, the patient adjusted the insulin supply to 35 units using his insulin pump. No fingerstick was taken prior insulin treatment. After 45 mins, while in a sports warehouse/store, he noticed that his cgm readings had drop down to 62 mg/dl. Still, no fingerstick test was done, and no symptoms felt. Shortly after, he suddenly felt dizzy then passed out. An ambulance was called by the people in the store. The patient regained consciousness while waiting for an ambulance but still was incoherent. When the paramedics arrived the patient was taken to the hospital. When the patient arrived at the hospital the cgm reading was 131 mg/dl, and the blood glucose reading was 52 mg/dl. The patient was treated with intravenous fluids and chocolate pudding. At the time of the report, which was the same day as the day of the event, the patient was still at the hospital, was still dizzy, but was feeling better and was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked at the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.